Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photo was provided by the facility. Visual evaluation of the photo confirmed a piece of foreign matter in the distal luer of the set. Although visual inspection of the photo confirmed the reported defect, without the actual device to evaluate a thorough investigation was unable to be performed and the exact root cause was not determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although it is unknown if the device involved will be available for evaluation, a picture was provided, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported, "there have been instances where a small plastic splinter is found and unless you flush it first, there can be a risk of putting it in patient's vein." No injury reported.